Manufacturer narrative:
Results of investigation: vyaire service technician performed the investigation thru the log files requested. Alarm 582 - "i2c interrupt catch runtime exception" triggered during a running ventilation. The system reacted with going into failsafe and triggering alarm 300 - no ventilation - device in failsafe, as designed. Root cause of failure battery is cable not properly connected (connector not locked) on the power board side casing interference on the i2c bus.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer found that the cable between the battery and the power board was not all the way in. After connecting it properly the unit is working fine and no error message appeared. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has technical failure 300 "device in failsafe", 321 " battery disconnected and technical failure 582 "i2c interrupt cathed runtime exception" at this time, there is no information regarding patient involvement associated with the reported event.